Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 06-dec-2024 and forwarded to millyard advanced medical products, llc on 07-dec-2024. The patient reported both pumps would not pair with remote's, and the batteries were not working properly. Troubleshooting was not performed, and replacement systems were sent. The patient reported they had not been receiving medication for a few days at the time of the report. The patient reported experiencing increased difficulty breathing. The patient was instructed to go to the ER, it is unknown if they went. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.